Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated that the hemoglobin control values, run on the cell-dyn 1800, are out of range. There was no impact to patient management reported.